Event description:
A patient had 3 cardiac stents inserted following a cardiac cath, which showed the lad to be 100% occluded. After the procedure the patient was transferred to the critical care unit. The patient was returned to facility due to increasing chest pain and EKG changes. The lad and diagonal stents were found to be occluded. It was not possible to determine which stents were occluded so it was assumed that all three were. Emergent angiogram and angioplasty were done and all three stents were replaced. Patient did well and was discharged home.